Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while programming a bolus, and when she removed the battery the pump alarmed with no delivery. The patient's blood glucose at the time of incident is unknown, but believed it was around 170 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump passed basic occlusion, prime/a33, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The insulin pump has minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads and missing the end cap sticker.